Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's network switches and recalibrating the antenna system. Communication was reestablished.

Event description:
Customer reported a communication loss between the panorama central station and ambulatory telepacks. No patient injury was reported.